Event description:
Same case as MDR ID: 2134265-2015-02344. It was reported that the burr became stuck on the rotawire. The target lesion was located in the left anterior descending (lad) artery. A rotawire and a 1.50mm rotalink¿ plus were selected to treat the target lesion. Ablation was performed using a 1.5mm rotalink¿ plus. When the physician removed the rotaburr, it was noted that the rotawire got stuck with the lumen of the 1.50mm rotalink¿ plus. The rotawire and a 1.50mm rotalink¿ plus were removed together as a unit. The procedure was completed with this devices. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Upn corrected from unk509 to h802232390012. Device evaluated by MFR.: the device was returned for analysis. A visual inspection was performed and the device returned kinked along the body. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02344. It was reported that the burr became stuck on the rotawire. The target lesion was located in the left anterior descending (lad) artery. A rotawire and a 1.50mm rotalink¿ plus were selected to treat the target lesion. Ablation was performed using a 1.5mm rotalink¿ plus. When the physician removed the rotaburr, it was noted that the rotawire got stuck with the lumen of the 1.50mm rotalink¿ plus. The rotawire and a 1.50mm rotalink¿ plus were removed together as a unit. The procedure was completed with this devices. No patient complications were reported and the patient's status was good.